Event description:
During evaluation of a homechoice (hc), the (B)(4) determined the hc failed the returned instrument test/evaluation (rite) due to a therapy monitored volume failing performance specifications. No allegations were made against any of the patient's dialysis products. No injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Device evaluation: the homechoice (hc) was evaluated by the product analysis lab (pal) and failed the hc rite (return instrument test / evaluation) functional test for volumetric accuracy. An inspection of the door assembly revealed the piston foam was disintegrated. The piston foam was replaced with the test article and passed the accuracy test. An internal inspection revealed no problems. The assignable cause for volumetric accuracy, was determined to be disintegrated piston foam. No servicing issues were identified that may have contributed to the rite volumetric accuracy failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.